Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and microscopic examination of the returned subject guidewire device found that the subject guidewire nitinol hypotube was found to be broken 8 cm and 9 cm from the distal end. The core wire was visibly broken/fractured inside the nitinol tubing. The hydrophilic coating was hydrated, and the surface was rough. A functional inspection could not be performed due to condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, flush was given inside the microcatheter when the guidewire was inserted, the guidewire tip was shaped 45 degrees, and the introducer was not used when inserting the guidewire. During analysis, the guidewire nitinol hypotube was found to be broken at 8cm and 9cm from the distal end. The core wire was visibly broken inside the nitinol hypotube. The hydrophilic coating was hydrated and was noted to be rough. Based on analysis of the returned device, it is possible that the guidewire may have encountered some tension or torsion forces during use that caused the device to fracture. In turn, this damage would have resulted in the reported difficulty advancing the guidewire. An assignable cause of procedural factors will be assigned to the as reported 'guidewire difficult to advance' and the as analyzed 'guidewire distal tip broken/fractured during use' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was initially reported that during procedure, the resistance was felt in the middle of the microcatheter when inserting the subject guidewire into the microcatheter. The subject guidewire was replaced with a same product, and the procedure was completed successfully. There were no clinical consequences to the patient due to the reported event. The subject device was returned for analysis, and it was discovered that the subject guidewire distal tip broken/fractured during use. There were no clinical consequences to the patient due to the reported event.